Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and description of the event, is likely that the reported event was caused by the actuator retracted prior to full actuation, which resulted in the bag partially slipping down the supports when the actuator was fully deployed. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic oophorectomy. Event description: deploying the bag to remove the specimen. As per dr. [Name], when she was deploying the bag in the abdomen, the metal parts that are supposed to be threaded in the edges of the bag were detached and the bag was closed away from the metal part. New info received on 30-may-2023: yes, the bag completely fell off the metal supports. Yes, the tips of the supports were exposed inside the patient. The bag fell/partially slip down the supports, immediately upon the full deployment of the actuator. We did not attempt to unroll the bag as we noticed that it wasn¿t attached to the metal piece. Specimen insertion was not attempted. The bead was attached to the bag and away from the metal piece. The guide bead did not detach from the bag. The guide bead did not detach from the cord. Intervention: the doctor opened another bag and continued the surgery. Patient status: patient status is fine.

Event description:
Procedure performed: laparoscopic oophorectomy event description: deploying the bag to remove the specimen as per dr. [Name], when she was deploying the bag in the abdomen, the metal parts that are supposed to be threaded in the edges of the bag were detached and the bag was closed away from the metal part new info received on (B)(6)2023: yes, the bag completely fell off the metal supports. Yes, the tips of the supports were exposed inside the patient. The bag fell/partially slip down the supports, immediately upon the full deployment of the actuator. We did not attempt to unroll the bag as we noticed that it wasn¿t attached to the metal piece. Specimen insertion was not attempted. The bead was attached to the bag and away from the metal piece. The guide bead did not detach from the bag. The guide bead did not detach from the cord. Intervention: the doctor opened another bag and continued the surgery patient status: patient status is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.